Manufacturer narrative:
(B) (6). Additional information has been requested. The investigation could not be completed. No conclusion could be drawn, as no product was returned. A device history record review has been requested.

Event description:
Patient status post plate and screw implantation returned to surgeon and an x-ray showed one screw backed out of the plate. Patient could feel the screw under the skin. Surgeon noted the fracture was healed and removed the hardware.